Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17633744) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. (B)(4).

Event description:
As reported, after the 8 x 60 ml iliac smart control stent was delivered to the right common iliac artery for stent deployment, the physician started turn the dial to deploy the stent, however stent deployment was not confirmed on the angiogram by the physician and other medical staffs. When the dial was turned completely, the stent was confirmed to be in the aorta approximately 7 cm away from the target lesion to the central side. The intended procedure was a percutaneous transluminal angioplasty (pta). A dissection in the aorta above the target lesion was confirmed prior to the procedure. The target lesions were the left superficial femoral artery (sfa) with stenosis and the right common iliac artery with stenosis. Initially, an approach was made from the right common femoral artery and a non-cordis guiding sheath was advanced to the left sfa. A non-cordis guidewire then crossed the lesion and the first smart control stent was implanted without any issue. A post dilatation was made with a 4 mm x 4 cm balloon catheter. For the second stent implantation, the target lesion was right at the edge of the bifurcation, therefore the procedure was performed using road-mapping. It was noted that .1 cm for the distal end of the stent was crimped and the middle portion was not fixed. Therefore a 9 mm x 4 cm balloon catheter was dilated in the stent as the physician attempted to drag the stent towards the target lesion. The risk of migration was reduced by crimping most part of the stent in the aorta, although the stent did not move much and was not implanted in the right common iliac artery. The stent was left implanted as it was and another non-cordis stent was implanted in the right common iliac artery to complete the procedure completed. There are no images or films of the reported incident available. The physician noted that it is unlikely that there was pressure on the outer shaft during deployment and that it is unlikely that stent jumping occurred since the inner shaft of the stent delivery system was in the aorta, where the stent was implanted.

Manufacturer narrative:
Additional information received indicates that it was a percutaneous transluminal angioplasty (pta) procedure for the common iliac artery. The lesion vessel level of angulation, calcification and tortuosity is mild. The device was not being used for treatment of a chronic total occlusion. The device was stored properly according to the instructions for use (IFU). The device was resterilized. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There were no kinks or other damages noted prior to inserting the product into the patient. It was verified prior to insertion that stent was contained within the outer sheath/introducer of the system. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. The sheath size was 6f 55cm. The device was not inserted through a stopcock instead of a hemostatic valve. There was no unusual force used at any time during the procedure. There was no patient injury. The device will not be return as it has been discarded in the hospital after the procedure. When the 8mm x 60mm x 120cm iliac smart control stent was delivered to the right common iliac artery for deployment, the physician started turn the dial to deploy the stent, however deployment was not confirmed on angiogram or by the physician or staff. When the dial was turned completely, the stent was confirmed to be in the aorta approximately 7cm away from the target lesion to the central side. The stent was left implanted as it was, and another non-cordis stent was implanted in the right common iliac artery to complete the procedure. There was no patient injury. The lesion vessel level of angulation, calcification and tortuosity is mild. The device was not being used for treatment of a chronic total occlusion. A dissection in the aorta above the target lesion was confirmed prior to the procedure. The target lesions were the left superficial femoral artery (sfa) with stenosis and the right common iliac artery with stenosis. The device was stored properly according to the instructions for use (IFU). The device was not resterilized. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after prep. There were no kinks or other damages noted prior to inserting the product into the patient. It was verified prior to insertion that stent was contained within the outer sheath/introducer of the system. The guidewire port was flushed as outlined in the IFU prior to loading it on the guidewire. The sheath size was 6f 55cm. The device was not inserted through a stopcock instead of a hemostatic valve. Initially, an approach was made from the right common femoral artery and a non-cordis guiding sheath was advanced to the left sfa. A non-cordis guidewire then crossed the lesion and the first smart control stent was implanted without any issue. A post dilatation was made with a 4mm x 4cm balloon catheter. For the second stent implantation, the target lesion was right at the edge of the bifurcation, therefore the procedure was performed using road-mapping. It was noted that 0.1cm of the distal end of the stent was crimped and the middle portion was not fixed. Therefore, a 9mm x 4cm balloon catheter was dilated in the stent as the physician attempted to drag the stent towards the target lesion. The risk of migration was reduced by crimping most of the stent in the aorta, although the stent did not move much and was not implanted in the right common iliac artery. The physician noted that it is unlikely that there was pressure on the outer shaft during deployment and that it is unlikely that stent jumping occurred since the inner shaft of the stent delivery system was in the aorta, where the stent was implanted. The physician has requested similar incidents and possible causes of the event. There was no unusual force used at any time during the procedure. There are no images or films of the reported incident available. The device was not returned for analysis. A review of the manufacturing documentation associated with lot 17633744 was performed and no issues were noted that may be related to the reported complaint. The phr review does not suggest that the event experienced by the customer could be related to the manufacturing process. The event reported by the customer as ¿stent delivery system (sds)-ses deployment difficulty inaccurate placement¿ could not be confirmed since the device was not returned and no films are available for review. Based on the limited information available for review, vessel characteristics of mild angulation, calcification, and tortuosity, as well as procedural and handling factors such as attempting to drag the stent to the target lesion using a balloon catheter, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation ¿advance the stent delivery system past the stricture site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target stricture. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target stricture site. Do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment. Once the stent is partially deployed, it cannot be recaptured using the stent delivery system. Do not attempt to recapture the stent once the stent is partially deployed.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.